Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead exhibited oversensing/noise. It was further noted that mirror image noise was noted. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.